Manufacturer narrative:
Patient identifier and weight are unknown. Event date: it is unknown when the foreign substance came to be present; however, it was discovered following the surgical procedure on (B)(6) 2016. UDI number: (B)(4). Implant and explant dates: device is an instrument and is not implanted or explanted. The complainant parts are not expected to be returned for manufacturer review/investigation. Initial reporter hospital contact number: (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: november 6, 2015 - expiry date: october 1, 2025. Please note, this DHR review was pertaining to the sterilization procedure only. No deviations were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted with a proximal femoral nail antirotation (pfna) construct on (B)(6) 2016. A postoperative x-ray image indicated the presence of some foreign substance (suspected to be a metal piece) near the blade that was implanted. There was no sign of device damage on the instruments used during the original procedure, nor was there any interference between the blade and the screw. The original procedure was completed without complication. No additional information is available. This report is 5 of 5 for (B)(4) .